Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator and the external device. The reason for call was patient reported they are having issues with the device. Patient reported the controller was showing a message about the battery being low and possibly that the batteries need to be replaced. Patient stated they noticed it was also taking longer to charge the stimulator. During the call they were able to connect and start a charge session which showed good/excellent quality. Patient stated the controller was 90% and stimulator 60%. Patient stated they just moved into an apartment and they thought the furnace was bringing out a odor so they called the furnace and told them to come off and they didn't smell anything. Patient is still smelling the odor and doesn't know if it's coming from the device in them now or not because they are still nauseated and can't throw up. Patient started with the new pain medication that they were on but they are trying to figure what's going on. Patient turned off the stimulator on saturday night because they were getting pain up under their rib and pressure pushing up on it. Patient mentioned they can tell when the battery needs to be charged because they can feel it in their toes, back, and hip. Patient confirmed they have not had any falls or trauma, but recently they have been losing weight and have been moving so they don't think the device might not be securely sitting in their body like it was before, they feel the 'bulge'. Patient mentioned they have a doctor appointment tomorrow, but its not the pain management. A request was sent to the repair department to replace the recharger. Patient stated that they were charging after the last call, but then the screen went white and came up with software problem (1-intellis, 2-3.6, 3-243, 4-qf_port). Agent had patient reset controller, which cleared the message. Patient started a recharging session and was able to see both batteries were now 70%, but then replace controller batteries soon message came up again. Agent reviewed patient may still have issues charging until they get the replacement recharger. Patient asked if they should turn stim off, agent reviewed information. Agent reviewed to charge implant once they get the replacement recharger and call back if issues continued.

Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6). Product type: recharger was returned for product analysis. Analysis found that the complaint was unverified. Found no issues with finding or charging implantable neurostimulator (ins). Worn donut was also observed but this does not affect recharger telemetry module (rtm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.